Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that upon removal of sensor, his skin was tender and sensitive. Pt applied neosporin on site. He reports small spots on his skins that open when itched. There are no signs of infection. Pt was advised by his physician that this is an allergic reaction, and prescribed irritation cream. At the time of the call to technical support, pt reported his condition as fine.